Event description:
It was reported that when the patient is "riding in a car causes heart rate to increase from resting rates to 115 beats per minute (bpm). As soon as movement ends heart rate decreases. The patient noted "the rate sensor is not working right". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).